Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subclavian crush causing the insulation breach on the right atrial (ra) lead and right ventricular (rv) lead was observed. Low impedance was noted on the rv lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.